Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. It was also reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 156 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified, however no failure was identified for the leaking cartridge.